Event description:
Surgeon reports that during surgery the endo gia stapler did not function correctly. During performance of emergency surgery to rule out ischemic/necrotic bowel. Manufacturer response for endomechanical stapler, gia stapler (per site reporter). Manufacturer stated that issue is a user error problem.